Event description:
On 07/01/2025, a sales representative via phone reported that an ar-18700-06 drill bit broke. This occurred during a phalanx procedure the tip broke off in the bone and became embedded and unable to retrieve. The procedure was completed using another drill from the tray. There was no delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.